Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to the conductor wire broken to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire broken at the distal clevis. The instrument passed an electrical continuity test. The instrument was found to have one bent grip causing them to be misaligned. There was a 0.30mm offset at the tips. The grips were not found to be cracked. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.